Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was able to be cleared. In addition, it was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer addressed elevated bg levels with insulin injections. Customer has insulin injections as alternate insulin therapy.